Manufacturer narrative:
The customer's strips (lot: 39739711) were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results (qc range: 2.6 - 3.2 inr): qc 1: 2.9 inr, qc 2: 2.9 inr, qc 3: 2.9 inr. All inr values were within the specified target ranges, confirming the functionality of the complained coaguchek test strips. No error messages occurred. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Occupation is lay user/patient. The investigation did not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6).

Event description:
The initial reporter received questionable results from coaguchek xs meter serial number (B)(4) compared to a laboratory result using an unknown method. At 08:37 pm the laboratory result was 3.78 inr. The following meter results were taken using test strip lot: 39739711: at 09:06 pm the meter result was 2.2 inr. At 11:05 pm the meter result was 2.1 inr. Results taken on (B)(6) 2020: the laboratory result of 3.7 inr was taken at an unknown time. The following meter results were taken using test strip lot: 42400410 expiration not provided: at 10:59 am the meter result was 2.0 inr. At 05:46 pm the meter result was 2.2 inr. At 06:55 pm the meter result was 2.3 inr the customer¿s therapeutic range is 3.0 - 3.5 inr.